Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up the right ventricular lead exhibited noise that resulted in episodes of high ventricular rate and noise reversions. The noise was reproducible when the patient was in certain positions. No plans for intervention and the patient would continue to be monitored.